Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. No cosmetic damage noted.

Event description:
Customer reported via phone call that she had high blood glucose of 400 mg/dl. Customer's blood glucose at time of call was 566 mg/dl. Customer reported the drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.